Event description:
It was reported that the patient experienced an infection and previously had their inflatable penile prosthesis (ipp) removed on an unknown date. The patient was recently implanted with an artificial urinary sphincter (aus) and an ipp. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Aus will be reported in a separate report (MFR# 2183959-2018-60595).